Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suddenly lost stimulation. The sjm representative met with the patient and diagnostic testing indicated invalid impedance readings on multiple lead contacts. Reprogramming was able to restore effective coverage. Follow-up information indicated the patient underwent surgical intervention on (B)(6), 2014. Intra-operative testing revealed invalid impedance readings on multiple lead contact. The physician also indicated the lead was fractured. The lead was explanted and replaced. During both intra-operative and postoperative testing, the patient reported receiving effective coverage.